Event description:
Hosp staff were treating a pt requiring external pacing therapy. The device allegedly gave a connect electrodes message when pacing was attempted. A back-up device was obtained and the same message was observed with the back up device. The pacing electrodes were replaced and treatment was continued. The pt was reportedly captured however, the reporter stated that in order to capture the pt, the pacing current had to be increased to a level that was unbearable to the pt. There were no adverse effects to the pt as a result of the reported event.